Manufacturer narrative:
Philips has investigated this complaint. A proactive monitoring alert unintended movement of table longitudinal detected. The customer stated the multiple reboots resolved the issue. Subsequently a philips remote service engineer (rse) analysed the system log file and found unintended movement of table. The philips engineer recommended to replace potentiometer. No further service was provided by philips. The customer resolved the issue by replacing the ad7 brake power supply, addressed in separate work order. After which, the system returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.